Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while setting up for a procedure, the collimator of the imaging system would not complete start up. Prompting the imaging system via the pendant did not restore functionality. Restarting the imaging system restored functionality in a limited capacity. Though at limited capacity, the imaging system was used. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.